Event description:
Pt reports they were trying to set up the 2 new pumps they just received and the pumps were asking for admin code 201 but the code did not work. Rph advised the pt that the pharmacy will have to send new replacement pumps. Pt also reports that one of the new pumps is missing the bottom cover. Pt confirmed their old pumps are still working with no issues and they will keep using those until the replacement pumps are received. Malfunctioning pump serial numbers unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not available. Photographs were not provided. Pt's current remodulin dose: 50ng/kg/min. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension. Pt: 4582. Device: 1112, 2306. Reference report: mw5188448.